Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had difficult to press buttons; this made bolusing more difficult. The patient's blood glucose at the time of incident was 11.0 mmol/l. The caller mentioned that the rewind process was not smooth as well. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump was received with all buttons responding properly. No damage on the keypad assembly or unlocked keypad connector was noted. No button keypad anomalies noted. The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The rewind functioned properly and no unexpected motor noise was noted during testing. The pump was received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.